Event description:
The customer reported that the system was out of tolerance during calibration. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system was removed from service. No conclusion can be drawn as repair info is unavailable and no additional service info was provided. However, no report of pt or staff injury was reported.